Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had perforated the patient and caused a pericardial effusion. A chest tube was inserted in the patient and surgical intervention was performed to reposition the ra lead which was done so successfully. No additional adverse patient effects were reported.